Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed ventricular undersensing during a non-sustained ventricular tachycardia and vt-1 episode due to r-wave amplitude variation. No changes or interventions were reported. The patient condition was not known.